Event description:
It was reported that a revision surgery was performed due to loosening of the tibia base.

Manufacturer narrative:
The purpose of this investigation was to examine the retrieved all poly tibial base. Macroscopic photo analysis was performed on the retrieved implant. Upon visual examination, burnishing, abrasive wear and indentations were observed on the proximal articular surface. The indentations and abrasive wear may have resulted from third body debris such as bone and/or bone cement debris. Scratches caused by instruments during implantation or extraction were observed on the proximal and distal surfaces. Bone and bone cement debris were noted in the fixation area suggesting a good fixation between the insert and the cement. The anterior part of the insert was bent upwards and severe deformation of the pegs was noted in the posterior direction. A worst case bony support scenario mechanical test was conducted on a new 7mm thick all poly tibial base to determine the load required to cause deformation similar to the retrieved implant. The implant was tested with partial support in the anterior and posterior areas and no support in the middle. A load of approximately 700lbf through the medial condyle, which is equivalent to (B)(6) times body weight through the knee joint for this patient, was needed to cause deformation similar to the retrieved implant. In conclusion, the warping of the insert likely caused the loosening of the implant. Mechanical testing showed that under an assumption of a severely compromised bone support high forces are needed to cause such deformation in an even thinner insert. The event that caused the deformation and the condition of the bony support could not be determined based on the available information.